Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, device history record, drawings, manufacturer instructions (mi) and quality control (qc) have been conducted for the purpose of this investigation. The product was not returned for evaluation. Qc confirms the distal ends of sheath and dilators are smooth and free of rough edges and confirm the surfaces of sheath and dilators are free of excessive dents, bumps or scratches. There was no evidence that the product was manufactured incorrectly. Without additional information and no benefit of a returned complaint device, no conclusion can be drawn about the cause of this complaint. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During removal of the sheath from arm of the patient, the white hub on the proximal part of sheath detached from the main body of the sheath. This resulted in unrestricted blood flow from patients arm; which was subsequently clamped. There was no adverse effects suffered by the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During removal of the sheath from arm of the patient, the white hub on the proximal part of sheath detached from the main body of the sheath. This resulted in unrestricted blood flow from patients arm; which was subsequently clamped. There was no adverse effects suffered by the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.